Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 30,2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (updated device availability). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). The affected sample was not returned for evaluation. A review of the device history records revealed no manufacturing issues related to the reported event. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator was not performing properly, requiring increasing (and excessively high) amounts of gas flow to ventilate the patient. No consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.